Manufacturer narrative:
A philips remote service engineer (rse) spoke to the customer and confirmed a ¿speaker malfunction¿ inop message was displayed on the device and the device did not produce any sound. Based on the available information and testing conducted, the rse determined the cause of the reported problem was a faulty speaker. The rse provided the customer with part ordering information to replace the speaker assembly. The investigation concludes that no further action is required at this time. Reporting institution phone: (B)(6). Reporter phone: (B)(6).

Event description:
It was reported the loudspeaker was defective and not producing any sound. It is unknown if the device was in clinical use at the time of the event, no adverse event or patient harm was reported.